Manufacturer narrative:
At this time, the device and leads remain in service. Should additional information become available, this investigation will be updated.

Event description:
Boston scientific received information that there was noise on the right atrial (ra) and right ventricular (rv) leads for about 3 seconds. The noise would stop for about 3 seconds and anti-tachycardia pacing (atp) was delivered. The noise on the rv channel caused pacing inhibition for greater than 2 seconds. The sales representative faxed the strips over to boston scientific technical services (ts) where they confirmed the pacing inhibition. Ts discussed reasons atp was delivered and trying to recreate the noise with isometrics. No other adverse patient effects were reported. Additional information received from the local sales representative states that there were no syncopal episodes. The physician will bring the patient back at another time for isometric testing. No adverse patient effects reported.

Event description:
Subsequently additional information received from the local sales representative states that a revision procedure was performed. The rv lead was removed from service due to noise inhibiting pacing. The competitive lv lead was also removed from service due to stimulation issues. New leads have been placed and the device remains in service. No adverse patient effects reported from this procedure.

Manufacturer narrative:
At this time the device remains in service. Should additional information become available this investigation will be updated.